Event description:
It was reported that the programmer was being returned for repair because the stylus was not lining up with the screen. The company representative had recalibrated several times and replaced the pen several times. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).